Event description:
Related manufacturer reference number: 3006705815-2022-13757. It was reported the patient experienced pain at the ipg pocket site. As a result, surgical intervention occurred on (B)(6) 2022 to reposition their ipg. During the procedure, physician and patient elected to replace the ipg. Reportedly, the issue was resolved and the patient had effective therapy post-op.

Manufacturer narrative:
Date of event is unknown. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.